Event description:
Customer reported the insulin pump alarmed failed battery test. Customer had inserted two new batteries and alarm is recurring. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to clean the battery cap and reinsert the battery. Customer was at work and did not have cotton to clean it. Customer inserted the battery and received the failed battery test again. Blood glucose value is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no battery alarm or damage to the isolation tape was noted. However, moisture damage was noted on the display board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, a scratched case and a scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.